Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal device was used after a trans arterial chemoembolization (tace) intervention with a 6f (6 french) ik (introducer kit). During the setting of the anchor the physician inserted the angio-seal sheath, clicked it into place, and clicked back to set the anchor. The physician was able to pull back the angio-seal over the two final clicks. The physician grabbed the suture manually and was able to pull back the device until the suture stopped. The physician pushed down the tube until he reached the black marker, confirmed the hemostasis, and cut the suture. There was no bleeding or hematoma after the intervention mentioned. There was no reported harm to the patient. The patient was treated as intended.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. The tamper tube was not returned for evaluation. Upon visual analysis, it was noted that the hemostasis sheath and the carrier tube were properly mated. The deployment sleeve of the carrier tube was in the rear lock position with color bands fully exposed. There was a major kink observed on the proximal region of the hemostasis sheath. Carrier tube and sheath were unmated, and a kink was found on the carrier tube shaft as well. The suture appeared to be cut with a sharp object below the clear marker band as intended. The device sleeve was removed, and the hub of the carrier tube was disassembled for inspection. All the suture was unspooled and there was no suture left in the hub. Based on the returned device, the complaint could be confirmed for deployment difficulty. The likely cause of the tamper tube not releasing as intended could be due to the kink observed on the sheath and carrier tube. No other anomalies were found that could cause the reported allegation. Since there was no suture left in the hub, no issues with the unspooling can be concluded. Since the tamper tube was not returned for evaluation, the exact root cause cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).